Manufacturer narrative:
Evaluation protocol not yet completed.

Event description:
Thrombosis was found in sfa. Anterograde puncture was performed. Straub guildwire was used. Syringe was used to flush the catheter before inserting into the body. Guildwire reached 15cm beyond the thrombosis. Catheter reached 2cm before the thrombosis and started the motor. At the beginning, blood was found flowing out. After around one minute, no blood flow was found. Withdraw the catheter, flush the catheter and still no liquid flowing out. Another catheter was used to complete the operation.

Manufacturer narrative:
Evaluation summary signed on (B)(6) 2020 attached.